Manufacturer narrative:
Per the field service representative (fsr), the user reported the roller pump showed the 'belt slip' message intermittently, even when occlusion was adjusted and had occurred several times between (B)(6) 2022 and (B)(6) 2022. The fsr replaced the roller pump. The unit operated to the manufacturer's specifications.

Event description:
Hold for kp 5.11 it was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'belt slip' message intermittently. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that with the pump running and properly occluded, there was no 'belt slip' message after over 66 hours of running. The pump was opened and an greasy residue was found on the shaft, the drive belt, encoder ring, race retention ring, and the bearing. The greasy residue found on these components would likely cause a 'belt slip' error. During testing of the device at the service center, the service repair technician (srt) replaced the belt and the bearing to address the issue. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.